Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain ("pain") and pain in extremity ("leg pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pain and pain in extremity outcome was unknown. The reporter considered back pain, pain and pain in extremity to be related to essure. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain on left side"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), pain ("pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain, pain in extremity and dysmenorrhoea outcome was unknown, the abdominal pain had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain on left side"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), pain ("pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain, pain in extremity and dysmenorrhoea outcome was unknown, the abdominal pain had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Lot number was added. Events added from pfs- "pain, abdominal pain on left side, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping)". Reporter information, lab data, events onset date, events outcome was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015 essure confirmation test was conducted. Result- unknown. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain on left side/ abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("back pain"), pain ("pain"), pain in extremity ("leg pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury related to essure"), urinary tract infection ("bladder/urinary problems- uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/prob") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side ), hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain, pain in extremity, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown, the abdominal pain, menorrhagia, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm and weight increased had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, nausea, neoplasm, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, psychological trauma,. Discrepancy noted in insertion date- (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) was conducted, however, result was unknown. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : events added- dysmenorrhea, dyspareunia, psychological trauma, urinary tract infection¸ alopecia, hormone level abnormal, headache, nausea, weight increased, neoplasm, nervous system disorder. Outcome of events ¿menorrhagia, alopecia, hormone level abnormal, headache, nausea, weight increased, neoplasm, nervous system disorder¿ updated to ¿recovered / resolved¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2014, parity on (B)(6) 2014, obesity, vaginal bleeding, migraine, chlamydial infection, trichomoniasis and cesarean section. On (B)(6) 2015 essure confirmation test was conducted. Result- unknown. Previously administered products included for contraception: micronor from (B)(6) 2015 to (B)(6) 2015 and depo-provera; for an unreported indication: iron, colace and motrin. Past adverse reactions to the above products included adverse drug reaction with depo-provera. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain on left side/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("light headed") and syncope ("fainting") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), pain ("pain"), pain in extremity ("leg pain"), psychological trauma ("psych injury related to essure"), urinary tract infection ("bladder/urinary problems- uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("nuero condit/prob") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (oophorectomy (bilateral) in (B)(6) 2018 and salpingectomy (one side), hysterectomy(full) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, pain, pain in extremity, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, ovarian cyst, dizziness and syncope outcome was unknown, the abdominal pain, menorrhagia, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm and weight increased had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, nausea, neoplasm, nervous system disorder, ovarian cyst, pain, pain in extremity, pelvic pain, psychological trauma, syncope, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, psychological trauma,. Discrepancy noted in insertion date- (B)(6) 2018, (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2015 (previously noted) and (B)(6) 2015 (new pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) was conducted, however, result was unknown. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs and mr received: new reporter, essure insertion date updated, new events fatigue, ovarian cyst, light headed and fainting, medical history, historical drugs added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.